Event description:
Affiliate reports the microsensor was placed in the pt. A week later it noticed that the flexible nylon tube was damaged (the white nylon has leeled off). No clinical consequence. The device has been changed.